Manufacturer narrative:
Device evaluation: eight samples were received for evaluation. Seven of the samples were unused and one sample was used. The visual examination of the devices showed one of them had a delaminated bond at the filter area. All of the samples were given functional testing: this showed the used sample leaked at the filter air vent area. No leakage was found for the unused samples. The issue was determined to have occurred due to a manufacturing issue. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: bonding operation and visual inspection. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. Functional testing of 4 of these samples showed no leakage. In response to an earlier similar complaint a corrective action investigation has been initiated by the manufacturer.

Event description:
It was reported that the device was in use with patient for infusion (ampicillin). The reporter stated the device was found to leak at the filter area. No adverse effects to patient reported.